Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. (B)(6). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports following: it was reported that after sterilization on (B)(6) 2018, it was found that the brown handles were staining with white peel on the packaging. No patient involvement reported. This report is for one (1) handle with quick coupling, small this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review (DHR) review: part number: 311.43; synthes lot number: 5544264; release to warehouse date: july 11, 2007; manufacturing site: synthes brandywine. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: flow: visual (appearance not as expected). Visual inspection: the handle with quick coupling (part # 311.43, lot # 5544264, mfg # 11-jul-2007) was inspected at us customer quality (cq). Upon visual inspection, it was observed that the handle with quick coupling had discoloration throughout its handle. The handle with quick coupling shows signs of minimal wear and no other issues have been identified. The stained package mentioned in the event description was not returned to us cq. The received condition agrees with the complaint description. Document/specification review: the device drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined, it is possible that the observed discoloration might have occurred due to the exposure of chemicals/liquids during the sterilization process. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.